Manufacturer narrative:
It was reported that there was a pressure reading issue (due to corroded pins of the connection cable for disposables). The failure occurred during maintenance. A getinge service technician investigated the unit on (B)(6)2022 and could confirm the failure. The connection cable for disposables was replaced to restore function. The technician performed a full maintenance and all tests were passed successfully. Another connection cable for disposables was investigated by the getinge life cycle engineering on (B)(6)2021. Deposit was detected on the cable socket during visual inspection. The most probable root cause was determined as wetting of the socket plane of the plug with salt-containing liquids (priming). Based on the results the reported failure "pressure reading issue, due to corroded pins of the connection cable for disposables" could be confirmed. A service bulletin (issue 95 / 21-05-04) was published in may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was a pressure reading issue (due to corroded pins of the cable for disposables). No harm to any person has been reported. Complaint number: (B)(4).